Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is in reference to a (B)(6) patient. It was reported patient's ipg was unable to communicate with their programming system following implantation of the device. In turn, the patient's ipg was unable to receive stimulation and impedances were unable to be checked. Troubleshooting was performed but was unsuccessful. As a result, the patient's ipg was deemed inoperable and was explanted/replaced to address the issue.

Manufacturer narrative:
Analysis confirmed the issue was due to stimulation output not being generated resulting in the ipg being unable to run an impedance test or provide stimulation. The cause of the device not having stimulation output was due to degradation of an integrated circuit.